Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was required significant torque to achieve an optimal implant angle and was deeply seated in the laa. When the wds was inserted into the was, angiography revealed a pericardial effusion in the distal end of the laa. The closure device was implanted. Heparin was reversed and protamine was administered. The patient was monitored by the physician post procedurally and the pericardial effusion did not worsen. Monitoring of the patient condition continued during recovery. No patient complications were reported.